Manufacturer narrative:
The reported complaint device is an echo-hd-19-c device of lot #c1063305. The device involved in this complaint has not been returned for evaluation. With the information provided, a document based investigation was carried out. A review of the manufacturing records for echo devices of lot#c1063305 did not reveal any discrepancies that could have contributed to this complaint issue. The customer complaint is considered confirmed based on the customer testimony. The complaint information provided specified that the needle got stuck in a previously placed stent and the physician had to pull with all his might to remove it. This resulted in the handle and needle tip breakage. It was confirmed that a 1-inch portion of the needle tip was embedded in the placed stent. Grasping forceps were used to successfully remove the embedded needle tip. The stent stayed in place, they were able to obtain the specimen and there was no harm to patient. Based on the information provided the most likely cause of this complaint is user error as the needle got stuck in a previously placed stent and excessive force was applied to remove needle in handle and needle tip breakage. Prior to distribution, all echo-hd-19-c devices are subjected to functional checks and visual inspection to ensure integrity of the product. The notes section of the instructions for use that accompanies this device instructs the user to inspect the device prior to use for any damage. "Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." The tip of the needle was successfully removed. According to the initial report, the patient did not experience further adverse effects due to this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
The physician used an echo tip procore high definition ultrasound biopsy needle during an endoscopic ultrasound (eus) procedure. The needle was in the specimen; however the physician put it through a metal stent that was in place. The needle got stuck in the stent and the physician had to pull with all his might to remove it. When the needle was removed, the handle had broken in half and a 1 inch portion of the needle tip was embedded in the placed stent. Grasping forceps were used to successfully remove the embedded needle tip. The stent stayed in place, they were able to obtain the specimen and there was no harm in the patient. According to the initial reporter, the patient did not experience any further adverse effects due to his occurrence.